Event description:
It was reported that during an intubation the light turned off. The light would come on but then with repositioning laryngoscopy would turn off. The procedure was completed using a different device, a glide scope with a delay of approximately 15 minutes between the initial intubation attempt and successful intubation by anesthesia. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).